Event description:
The consumer reported that the implantable neurostimulator (ins) had been leaking. The patient had been experiencing a lot of pain in the right leg and they determined the ins was leaking. The device had to be replaced. The device had to be replaced. Indications for use include gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.